Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on 18sep2023. On 14jun2023, the patient urinary tract infection (uti) status was negative, and hematuria was not present. On (B)(6) 2023, the patient underwent a water vapor therapy procedure under anesthesia. The patient was not prescribed antibiotics. The patient received three treatments in the right lobe, and three treatments in the left lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The subject was discharged with an indwelling catheter, which was removed by the physician at the hospital on (B)(6) 2023. On (B)(6) 2023, 39 days post procedure, the patient experienced a non serious painful urination, which was treated with xatral medication. The event resolved on 20feb2024.